Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was performed and found all the components were assembled properly. A torque test was performed and found the readings were within specification. The failure mode was not confirmed in the received sample. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that the inner and outer cannula are much too tight together. The patient was recannulated without any reported harm. There is no report of death or serious injury associated with this event.